Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance values on the right ventricular (rv) channel. Subsequently, the patient was brought to the hospital for a defibrillation threshold (dft) test. Two shocks were induced, however, the rhythm did not successfully convert the ventricular arrhythmia. The patient was externally rescued as a result, and the rhythm was successfully converted. Post shock impedance measurements remained high out of range. The plan is for the patient to follow up with their physician next week to discuss treatment options. At this time, the device remains in service. No additional adverse patient effects were reported. Subsequently, the ICD was explanted and upgraded. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance values on the right ventricular (rv) channel. Subsequently, the patient was brought to the hospital for a defibrillation threshold (dft) test. Two shocks were induced, however, the rhythm did not successfully convert the ventricular arrhythmia. The patient was externally rescued as a result, and the rhythm was successfully converted. Post shock impedance measurements remained high out of range. The plan is for the patient to follow up with their physician next week to discuss treatment options. At this time, the device remains in service. No additional adverse patient effects were reported.